Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they didn't know the circumstances that led to the leads moving, but their sister was able to get it back in.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a basic evaluation for urgency frequency and non-obstructive urinary retention. It was reported that trial patient's leads moved but they got it fixed. It was noted that no surgical intervention was taken and none was planned. No further complications were reported.